Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasions were found at 6.0cm and 10.5cm to 10.9cm from the distal tip consistent with lead friction to another device. The etfe coating on the rv cables was intact. (B)(4). No complaint received with return of device. Failure (event) observed during g analysis.